Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that the compact air drive device was blocked internally and the reversal system failed to work dur to lack of lubrication. During service and evaluation, it was observed that the motor power was too low, the motor was blocked internally and the reverse system was blocked by accumulation of residue and lack of constant lubrication. It was further determined that the device failed the following pre-tests: checks for status of development, general condition, reverse locking mechanism, air leak, function of soft mode switch, triggers for fwd / rev mode, untrue running, excessive noise, the power with test bench: min. 110 to 160w, and starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.